Event description:
In 02/06 port accessed with #20 huber needle, noted site to be bulging and normal saline leaking around insertion site. Repeated twice with same outcome. Pt referred to interventional radiology in 02/06 and scheduled for study to check placdment. The next day discovered that distal catheter tip sheared off. Interventional radiology retrieved tip from right atrium.